Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-apr-2018 with the following findings: during the investigation, the battery compartment was found to be cracked. The battery cap was found to be stripped, and unable to fully secure to the test pump.

Event description:
The pump was returned for investigation. Investigation revealed a cracked/damaged battery compartment and cap. This report is made based on the results of the investigation completed 11-apr-2018.